Event description:
It was reported after successful deployed the pipeline, upon retrieval of the puhwire inside the catheter, the physician torqued the pushwire and it broke. The system (catheter and pushwire) was removed from the patient. No patient injury reported.

Manufacturer narrative:
The pushwire was returned in two broken segments. The evaluation could not determine the cause of the event. Pushwire separation.(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).